Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the complaint. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A power plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.